Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure to treat paroxysmal atrial fibrillation, after a catheter was inserted into a faradrive sheath, air was continuously drawn during aspiration. Only the dilator and catheter had been inserted into the sheath previously. The sheath was being irrigated with a pressure bag. Approximately 10 ml of air were aspirated via a syringe. The sheath was replaced with a similar device, the issue was resolved, and the procedure was completed. No patient complications were reported. The device was disposed and is not expected to be returned.